Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire was deformed into a hook shape in the distal segment. Two sharp bends were observed at approximately 44cm from the tip and approximately 58cm from the proximal wire end. The ptfe coating was intermittently peeled off and the surface became rough at both bends. To replicate the peeling of the ptfe coating, an unused guide wire of the same brand was inserted into a puncture needle as well as the metal-tip catheter respectively and made each edge of the metal tip and the needle would contact the ptfe coated wire surface. As a result, the appearance of the scraped ptfe coating was similar to that of the returned asahi guide wire. Unlike the needle, the metal tip did not contribute peeling of the ptfe coating unless it was pushed hard against the ptfe coated wire surface. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded peeling of the ptfe coating was attributed to point-contacting with the metal tip edge of the concomitant catheter. There was no indication of product deficiency. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some ptfe coating fragments might be remaining in the patient vasculature. The warnings section of the instructions for use (IFU) states: never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]; and, do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a ppi to treat a 75% stenosis in the blow-the-knee artery. A guide wire was advanced antegradely, however, failed to cross the lesion. The ppi was switched to perform the distal approach. Via the distal puncture site, the asahi guide wire was advanced with an asahi metal-tip catheter. After completion of the ppi, peeling of the ptfe coating of the asahi guide wire was noted. No particular intervention was performed against the peeled ptfe coating. The patient was reportedly being without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.